Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to e-3 error. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 24-feb-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. Customer stated that she had gone to her doctor's office that morning ((B)(6) 2022) to obtain assistance due to the e-3 error. Customer stated she did not see the doctor, the nurse had attempted to assist the customer. Customer stated four blood glucose tests were performed with the nurse that produced e-3 error using true metrix meter. Nurse recommended customer contact manufacturer. Customer did not have the meter available at the time of the call and was unable to provide the serial number; customer stated she would call manufacturer back. Customer had called back on (B)(6) 2022. The customer had not been using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 154 mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/30/2022 and open vial date is (B)(6) 2022. Meter serial number was not provided.

Manufacturer narrative:
Sections with additional information as of 11-april-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.